Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was stated that the audio bolus button was intermittently unresponsive and required multiple button presses to elicit a response. Reportedly, the rubber on the audio bolus was torn and the tactile changes had occurred prior to the damage to the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual investigation confirmed the audio bolus button had a hole in the cover. During testing, the audio bolus button responded appropriately; the complaint could not be duplicated. The audio bolus button was removed and no issues were found.